Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
While servicing the device, the bench technician discovered the pins on the battery pca were sticking and broken. There was no reported patient or user involvement and no adverse patient/user impact.

Manufacturer narrative:
Additional information provided, updated with failure analysis evaluation. Updated "date returned to manuf." From (B)(6)2019 to (B)(6)2020 to coincide with the return of a specific component to the failure analysis lab for further evaluation.

Event description:
While servicing the device, the bench technician discovered the pins on the battery pca were sticking and broken. There was no reported patient or user involvement and no adverse patient/user impact. The battery pca was returned to the failure analysis lab for evaluation. A visual inspection of the component was performed and the technician confirmed that pins 3, 6, and 8 on the j2 connector were bent/damaged. All remaining spring-loaded pogo-pins on connectors j1 and j2 as well as single power contact pins on connectors j3 through j7 were undamaged and in working condition. Upon conclusion of the analysis, the reported problem was verified and the battery pca was found to be defective.